Event description:
After a surgery, during the transport of the patient, the guard rail on the side of the transporter opened and the patient fell from the tabletop striking his/her face during the fall. Further details have not been provided. (B)(4). Please refer MFR report # 8010652-2013-00015.